Manufacturer narrative:
Block e1: initial reporter city: (B)(6); reported here as the initial reporter city exceeded character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of axios stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to bile duct to treat an 8mm tumor during a procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent did not unfold. The physician proceeded to deploy the second flange, and the fully deployed stent was later removed using forceps. The procedure was not completed. There was no patient complications reported as a result of this event and the patient is doing well. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to bile duct to treat an 8mm tumor during a procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent did not unfold. The physician proceeded to deploy the second flange, and the fully deployed stent was later removed using forceps. The procedure was not completed. There was no patient complications reported as a result of this event and the patient is doing well. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additional information received on january 15,2025. It was reported that the procedure was completed on (B)(6) 2024. The physician intentionally fully deployed the stent but in an incorrect location to facilitate removal of the stent.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6); reported here as the initial reporter city exceeded character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of axios stent first flange failure. To expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Block b5 has been updated with the additional information received on january 15, 2025.